Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) units notifies battery can not be charged. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse confirmed that a battery cannot be charged message occurred at startup, the battery was not charged. An error code 60(powerman detected alarm/fault) has been recorded in the fault log of this iabp unit. The symptoms improved by replacing the power management board. Drive inspection yielded good results.

Event description:
N/a.